Event description:
The customer returned his olympus evis exera ii gastrointestinal videoscope with a report of an air/water flow issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, as noted, foreign material was discovered in the nozzle, which is indicative of insufficient reprocessing. Additionally, the nozzle was deformed with sharp edges present. This damage appears to have been caused by a 3rd party attempting and failing to unblock the nozzle. The cover cap was found scratched. The cover unit was broken. There were creases in the connecting tube as well as wrinkles in the universal cord. The angulations were also found out of specification. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the air/water nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.